Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer called to report the insulin pump alarmed for button error. Blood glucose reading was 403 mg/dl. The customer treated with manual injection. Customer stated that the weather has been hot in florida and possible exposure to sweat. Advised that the insulin pump will be replaced.